Event description:
On (B)(6) 2022 a patient underwent a minimally-invasive mitral valve repair with concomitant left atrial appendage exclusion. Two days post-op, the patient collapsed and was resuscitated. The initial diagnosis was a lack of perfusion of the left main stem. During follow-up surgery on (B)(6) 2022, the pro245 clip was removed, and the patient's condition improved. An achv45 clip was then used to close the left atrial appendage. There was no reported device malfunction, and the adverse event was the result of a procedural complication.

Manufacturer narrative:
(B)(4) the device was not returned for investigation as there was no alleged product malfunction. The product history record was reviewed for lot 99307. There is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to the complaint.